Event description:
It was reported that the zimmer 400ml compact evacuator had a leak. This evacuator had a pinhole at the marginal part of the underside. Add'l clinical f/u with the customer indicated that the pinhole was small and caused an estimated blood loss of under 100cc. The blood did not come into contact with the health care provider and there was no harm to the pt or health care provider. The procedure was completed with an alternative device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.